Event description:
It was reported that on (B)(6) 2010, the patient was submitted to a procedure of gastric bandage. Immediately after the intervention, the patient suffered abdominal pain and gastric disorders. After seven days, in the structure the surgeon found infection and he didn¿t find the device. After eight days, the surgeon informed the patient that the device was defective and was needed its substitution. On (B)(6) 2010, the patient suffered the substitution intervention. On (B)(6), the wound opened and from it came out the tube linked to the bandage and the reservoir. In the hospital the patient was diagnosed with a serious infection, so the doctor submitted the patient at an intervention of ¿exeresis¿of the port on (B)(6) 2011. After grave infection, the surgeon of the structure removed the gastric band. The surgeon noted that the bandage had overflown at the top and the gastric portion was inflamed. After all these interventions, the patient has suffered a serious anxiety-depressive syndrome. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Device location unknown.